Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer's site. The cse inspected the instrument and performed a total service visit. The cse inspected the luminometer and cleaned it. The cse inspected the incubation ring, wash station and dispensers and found no hardware issues. The cse inspected the containers, syringes, pumps, probes, tubing and fittings, and replaced the probe syringe. The cse ran multi-diluent precision testing, resulting satisfactory. Then cse ran quality control (qc), resulting satisfactory. The cause of the discordant, falsely low tni-ultra result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low cardiac troponin I (tni-ultra) result was obtained on a patient sample on an advia centaur cp instrument. The discordant result was not reported to the physician(s). The sample was previously run on an alternate advia centaur cp instrument, resulting higher. The sample was repeated on the same instrument, and the result matched the alternate instrument result. It is unknown which of the repeated results was reported to the physician(s). There are no reports of adverse health consequence due to the discordant, falsely low tni-ultra result.

Manufacturer narrative:
The initial MDR was filed on 04-dec-2017. Corrected information (26-dec-2017): the initial MDR has incorrect manufacturing site address.